Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a photo was received and analyzed by our quality team. The customer's complaint of separation has been verified. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ext set .2 mf low sorb tubing separated. The following information was provided by the initial reporter: material no: 10013902 batch(lot) no: unknown it was reported that the tubing separated from the filter.